Event description:
An intera 3000 hepatic artery infusion pump, sn (B)(6), was prepped in advance of implant, but did not produce a bead indicative of flow. It was reported that appropriate standard operating procedure was followed, but the pump did not bead. The surgeon decided to prep a new pump (serial number (B)(6) ) and implant in place of the original pump. No patient impact reported.

Manufacturer narrative:
The device was evaluated under a pre-approved protocol to confirm performance. The device passed all evaluation tests, including visual inspection, pump prep per IFU, reservoir evacuation and bolus flush, 7-day flow test at 37°c, inadvertent bolus test, and pressure/volume test. The device history record for the serial number was reviewed. There were no manufacturing deviations affecting flow initiation or flow rate. There was one nonconformance on manufacturing testing for flow rate that was determined to be related to operator error in measuring flow. The devices were re-tested under this nonconformance and the device passed and met specification. The device met all manufacturing specifications prior to product release. The complaint is unable to be confirmed based on the results of this investigation.

Event description:
An intera 3000 hepatic artery infusion pump, (B)(4), was prepped in advance of implant, but did not produce a bead indicative of flow. It was reported that appropriate standard operating procedure was followed, but the pump did not bead. The surgeon decided to prep a new pump (serial number (B)(4)) and implant in place of the original pump. No patient impact reported.

Manufacturer narrative:
The pump was returned and is currently undergoing evaluation. The preliminary findings from bench testing indicate that the pump began flow when prepped per the approved procedure per the intera 3000 IFU. A supplemental report will be filed upon completion of the evaluation. Blank fields in the MDR form represent unknown information.